Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and experienced no temperature issues with the catheter, which is not reportable. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and char was found between electrode #1 and #2. Per this condition and event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and the thermocouple test failed. Further examination revealed that the thermocouple wires had an intermittence problem inside the dome. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a temperature issue has been verified. However the root cause of the char remains unknown.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and experienced no temperature issues with the catheter, which is not reportable. Catheter was replaced and procedure was completed without patient consequence. This event is being reported because the bwi failure analysis lab received the device for evaluation and found brownish red material between electrodes #1 and #2 which was confirmed to be char on (B)(6) 2014. This finding is reportable because char could potentially contribute to an adverse event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. As lot #: 17016212m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).